Event description:
Patient reported right side "recall, pain" for the reported events. Patient additionally reported pain. The events of ¿migrated urticaria, pepper salt stain, morphea stain on the arm and unable to stand up¿ and "diagnosis of systemic sclerosis" are not device related. Patient later reported "breast hypertrophy and capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.